Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was to report that about 4 -5 days ago, patient started to experience a change of symptoms. Patient rep also said that patient is very constipated. When asked, no changes to diet, fluid intake or medication were made to the patient however caller mentioned that patient was in a facility starting on (B)(6) and said that they didn't monitor the patient's bowel movements at all.  Patient rep said that when patient was in the hospital they put in a foley catheter. Patient rep said that patient takes bathanicol for urinary symptoms. Patient said that patient saw the manufacturing rep last friday and adjusted the setting from .8 to 1.1 and since then patient has peed once during the day and flooded the bed at night, friday and saturday and on sunday patient peed at 3 pm and hasn't peed since. Patient rep said that she isn't with the patient, instead her sister is and sister took patient to the ER due to severe constipation. Patient rep said that they will need assistance in making an adjustment. Reviewed therapy information and general programming guidance. Patient rep was redirected to have patient and home health nurse to call back to review how to make any adjustment.  Additional information  received indicated that the patient rep reported pt's daughter wanted them to call as pt has not urinated. Patient rep later stated pt has urinated once yesterday and once early this morning . Patient rep reported pt has not been urinating frequently at all. Patient rep clarified pt is not getting a 50% reduction in symptoms (pt's therapy is indicated for use for urinary retention). Patient rep mentioned pt made recent therapy adjustment as noted in this case. Reviewed role and therapy overview. Reviewed general use of handset and communicator. Agent walked caller through how to connect with pt's ins/how to increase stimulation. Patient rep confirmed pt's therapy was on and successfully increased pt's stimulation on the call. Patient rep initially stated pt described feeling stimulation as "jerking" but later confirmed feeling normal stimulation that felt like tingling/pulling sensation that was not bothersome and pt wanted to leave stimulation at that setting. Reviewed stimulation overview. Pt will monitor symptoms now that therapy change was made and was redirected to follow up with their managing healthcare provider if issue persists/to discuss symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.